Event description:
The lay user/patient contacted lifescan alleging the meter was reverting to the set up mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Fractured clear lens. The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. Batch # g9jl2k; mfg date: 3/10/2010; exp date 2/10/2015 the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure they were experiencing leaking issue between the housing and the seal cap and losing pneumo. They were unable to have visibility during the case and used 2 additional devices to complete the procedure. There was no patient consequence reported.